Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 1100 mg/dl. Customer stated that the sticker on the back of his pump was missing and he doesn't know how it came off or where it went. The customer declined troubleshooting for high blood glucose. The product will return for analysis.